Manufacturer narrative:
Received 1 set of 4 used arcticgel pads without original unit labeling. The visual inspection noted no obvious defects that would have contributed to the reported problem. The pads were reviewed and were noted to have had evidence of use. It was found that the pads' trim pattern was correct. The energy connectors were also found free of damages and presented a good connection. The pads were submitted to the flow rate test with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 for 10 minutes, see results below: left chest pad: a total of 3.82 l/min m2 of flow rate were registered during the test. Left thigh pad: a total of 2.55 l/min m2 of flow rate were registered during the test. Right chest pad: a total of 2.55 l/min m2 of flow rate were registered during the test. Right thigh pad: a total of 3.18 l/min m2 of flow rate were registered during the test. According to specification, the flow rate was found to be acceptable on all of the returned pads. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the connection between the pad lines and the water delivery line was okay, but the water flow rate had been less than 2.0l/min while the device was in use. The water flow rate had fluctuated between 1.5l and 2.0l/min and did not increase; as a result, the pads were replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the connection between the pad lines and the water delivery line was okay, but the water flow rate had been less than 2.0l/min while the device was in use. The water flow rate had fluctuated between 1.5l and 2.0l/min and did not increase; as a result, the pads were replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the connection between the pad lines and the water delivery line was okay, but the water flow rate had been less than 2.0l/min while the device was in use. The water flow rate had fluctuated between 1.5l and 2.0l/min and did not increase; as a result, the pads were replaced.